Event description:
"Povidone iodine leaked from the connection between a transfer set and minicap. The set was in use for 120 days." There was no patient injury or medical intervention associated with this incident.

Manufacturer narrative:
A sample has been requested for evaluation. If a sample is returned a follow up report will be submitted.